Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. A DHR could not be performed since no lot number was provided. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the machine is suctioning up some of the urine and leaking. Did a trouble shoot where we went over shaking the canister, placement, and 3/4 inch of spacing. Conducted a water cup test with/without the wick attached and it successfully suctioned the water. It's unclear if lot number was provided. Unclear if medical intervention was provided\ no additional information provided.\ troubleshooting resolved the issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient stated the machine is suctioning up some of the urine and leaking. Did a trouble shoot where we went over shaking the canister, placement, and 3/4 inch of spacing. Conducted a water cup test with/without the wick attached and it successfully suctioned the water. It's unclear if lot number was provided.unclear if medical intervention was provided\ no additional information provided.\troubleshooting resolved the issue.